Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/26/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's related to the reported complaint condition were identified. Summary: an empty labeled winding former of product was returned for analysis. No needle or suture were returned for evaluation to determine the assignable cause of the performance pull off suture needle. It could not be determined what may have caused the reported incident

Event description:
It was reported that the patient underwent a lung transplant surgery on (B)(6) 2020 and the suture was used. During the surgery, the needle popped off the suture in the unknown layer of tissue and unknown loop. Another like suture was used to complete the procedure. There were no patient consequences reported.